Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced ¿excruciating pain¿ due to the device ¿misfiring several times¿ and the patient is unable to sleep due to the device shocks. The patient further reported that they kept getting shocked and ¿it happened 27 times.¿ the patient reported that, ¿this is a malfunction of the machine¿. The device was interrogated and observations of inappropriate therapy had occurred due to atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf) and fast ventricular tachycardia (fvt). The device was reprogrammed and remains in the patient. No further patient complications have been reported as a result of this event.